Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to bolus and the screen was blank on the insulin pump. Customer took out the battery and it was brown like it was burnt. Customer tried to insert new batteries that were not expired but the screen was still blank. Customer stated that the battery cap was hot. Customer stated that she didn't get a low battery alert. Customer's blood glucose was 159 mg/dl at the time of the incident. Customer was advised to insert a new battery but the display did not return. Customer stated that the batteries have been out of the pump for 30 minutes. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional testing could not be performed due to the blank display. No unexpected hot battery or damage or burns were noted inside of the insulin pump. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.